Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s721usqsaczb6. Hardware: sm-s721u. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported being hospitalized due to elevated blood glucose levels after wearing the pod for approximately 24-36 hours, noting that she was sick and on steroids at the time of the event. She further reported that the elevated blood glucose persisted despite replacing the pod. No further information was reported, and the patient declined to provide additional details. The specific dates of admission and discharge, blood glucose levels, symptoms, or any omnipod system performance details were not provided.